Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve partially recaptured within the capsule. The handle was intact. The device was received with the capsule partially opened. There was no visible capsule separation. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the capsule. There was no visible actuator separation. On retraction of the capsule via the rotation of the deployment knob, severe resistance was noted, and the capsule and stability shaft began to bend sharply at multiple points due to the pressure. On the second deployment attempt, the valve was deployed with significant resistance noted. There were bends visible to the valve struts and valve paddles. There were three bumps visible to the outer shaft. The capsule tip was visibly flared. The deployment knob appeared to retract and advance the capsule with significant resistance noted. The trigger moved to fully advanced and retracted positions with significant resistance noted and locked in place when released. The tip-retrieval mechanism was intact with significant resistance noted when tested. There was damage observed on the threading of the screw gear. The inner member shaft and spindle hub were intact with no evidence of damage. A capsule guide tube could not be loaded onto the dcs due to the flared capsule tip. A valve could not be loaded to test the device¿s ability to recapture a valve due to the flared capsule tip. The reported event for unable to recapture could be confirmed in the analysis due to the condition of the valve used at the account. The reported event for separation of the actuator could not be confirmed in the analysis as the device handle was returned intact. The reported event for separation of the capsule could not be confirmed in the analysis as the device handle was returned intact. Image review: intra procedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. It was reported that the deployment knob broke, and full recapture of a partially deployed valve was not possible. Despite this, it was reported that valve and delivery catheter were successfully removed from the patient. Fluoroscopic valve load inspection was performed and based on review; it was determined to be inconclusive due to poor imaging quality. Given the information provided, it is not possible to determine causality of this event; thus, the image review is inconclusive. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID evolutr-34; serial number (B)(6) ; product type: 0195-heart valves; product ID l-envpro-16; product lot 0011789197; product type: 0195-heart valves; product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) capsule and deployment knob broke which made it impossible to recapture the valve after partial opening. The valve was partially closed and withdrawn through an external sheath before being removed from the patient . A different, non-medtronic valve was implanted. Of note, the right common femoral artery was 5.1 millimeter (mm) with circumferential calcium below the limit of 5.5 mm. A procedural delay resulted from the delivery catheter system (dcs) breaking. No additional adverse patient effects were reported.